Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high/varying thresholds, a decrease or low sensing values, and no capture in the atrial lead. The lead was inactivated through reprogramming and remains implanted. There were no patient complications reported as a result of this event.